Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and both broken screws were classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Regarding broken nail: the breakage surface and the deformation towards lateral indicate that the nail broke spontaneous from lateral to medial in a brittle fracture due to a heavy overload. Regarding broken screws: according to the event description the screws broke prior to the nail. The breakage surfaces indicate that the screws broke due in a fatigue fracture, caused by several loads. It is reported that the patient was very active. Furthermore a pathologic bone and bone diseases were reported. Both issues in combination with a delayed bone consolidation led to the implant breakages; therefore the case is attributed to patient¿s condition. Postoperatively loads, poor bone quality and delayed unions are listed as adverse effects in the IFU. No non-conformity identified.

Event description:
It was reported that patient had surgery on (B)(6) 2014 at which time a s2 femoral nail was implanted. Diagnosis at the time of the first surgery was carcinoma. On (B)(6) 2014 patient had leg pain and went to hospital for medical evaluation. X-rays revealed that the screws were broken. On (B)(6) 2014 patient had increased pain in there leg and a new x-ray was taken which revealed that the nail was also broken. Surgeons decided to revise the patient on (B)(6) 2014. The broken nail and screws were replaced. The patient weight was normal.

Event description:
It was reported that patient had surgery on (B)(6) 2014 at which time a s2 femoral nail was implanted. Diagnosis at the time of the first surgery was carcinoma. On (B)(6) 2014 patient had leg pain and went to hospital for medical evaluation. X-rays revealed that the screws were broken. On (B)(6) 2014 patient had increased pain in there leg and a new x-ray was taken which revealed that the nail was also broken. Surgeons decided to revise the patient on (B)(6) 2014. The broken nail and screws were replaced. The patient weight was normal.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.